Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was noted with possible noise/oversensing on episodes. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received noted the right atrial (ra) lead had electromagnetic interference. It was noted that the patient was experiencing chest pain. The lead remains in use. No further patient complications have been reported as a result of this event.